Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The pediatric receiver ((B)(4)/lot number 5150418), being used with the complaint transmitter, was returned on (B)(4) 2015.. The returned pediatric receiver was visually inspected and the universal serial bus (usb) door was found broken. Functional testing was unable to be performed due to a failed calibration and paring test. The receiver case was opened for further evaluation. An interior inspection was performed and found the root cause to be a defective component in the receiver's printed circuit board. The reported event of an intermittent out of range signal was confirmed.